Event description:
I did not have any symptoms [no adverse event]. Brush head did come off of the toothbrush - oral-b [device breakage]. Brush head will not snap into place anymore and is loose - oral-b [device connection issue]. My shaft looks shorter than my wife's shaft - oral-b [device physical property issue]. Case narrative: consumer via phone reported that the oral-b toothbrush head did not snap into place and was loose on the oral-b toothbrush handle, type 3764. The toothbrush shaft looked shorter than their wife's and the toothbrush head came off into their mouth while brushing. They did not have any symptoms. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
13-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
I did not have any symptoms [no adverse event] brush head did come off of the toothbrush - oral-b [device breakage] brush head will not snap into place anymore and is loose - oral-b [device connection issue] my shaft looks shorter than my wife's shaft - oral-b [device physical property issue] case narrative: consumer via phone reported that the oral-b toothbrush head did not snap into place and was loose on the oral-b toothbrush handle, type 3764. The toothbrush shaft looked shorter than their wife's and the toothbrush head came off into their mouth while brushing. They did not have any symptoms. No injury was reported. 05-nov-2024 case update from information received on 21-oct-2024: the suspect product lot was r81332154. The concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported.